Event description:
It is reported that the patient had total hip replacement surgery in 2008. Patient has experienced a fractured femur due to an unknown reason, two staph infections, and is unable to walk without a cane. Surgeon stated to the patient that she may be able to walk without the cane if she lost some weight.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight and patient activity is unknown. Based on the available information a definitive cause cannot be determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.